Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the pt's elective replacement procedure of his scs stimulator. A lead (s) diagnostics revealed multiple invalid contacts for one of the pt's scs leads. The physician opted to implant two new leads. The old leads remain implanted in the pt. The pt reported receiving effective stimulation therapy postoperative.